Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A patient underwent stent placement for both cia (common iliac artery), which had stenosed more than 90%. Access was gained from both cia and approached retrogradely. First, the physician placed a zilver 635 (10x60) through each cia and into the aorta as direct stenting. Since he was planning to inflate two balloons for both cia at same time, he advanced the pta5-35-80-8-4.0 into the right cia and a competitor's device into the left cia. When he was advancing the pta balloon into the placed stent in the right cia, the balloon got caught a little. Then, he attempted to inflate the balloon, but blood flow came into the inflation/deflation device around 4 atm, so the physician judged that the balloon was ruptured. The physician noted that the stent did not dilate enough since pre dilation was not performed so the surface of the balloon got scratched by strut of the stent. Another device was used instead, and they completed the procedure. It was later reported that the balloon burst longitudinally. There were no adverse effects or additional medical intervention reported.